Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7214924, medical device expiration date: 08/31/2018, device manufacture date: 08/02/2017. Medical device lot #: 7180795, medical device expiration date: 07/31/2018, device manufacture date: 06/29/2017. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause is that these tubes were not culled from the production line before being placed in the case rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg were missing labels. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd vacutainer ppt plasma preparation tubes k2e 9.0 mg were missing labels. No report of injury or medical intervention. No report of blood exposure to mucous membrane.